Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from (B)(6). The consumer did not have any known medical history. The concomitant medications were not reported. On an unspecified date, the consumer started using ob procomfort super 16s, vaginally for menstruation (lot number b2351w41, frequency and expiration date unspecified). After an unspecified duration, the cord of the tampon broke and as a result the tampon was stuck in vagina. The consumer consulted a doctor who removed the tampon. The action taken with the device was unknown. The report was assessed as serious (required intervention). The company causality was assessed as possible. This report was considered a reportable malfunction in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from (B)(6). The consumer did not have any known medical history. The concomitant medications were not reported. On an unspecified date, the consumer started using ob procomfort super 16s, vaginally for menstruation (lot number b2351w41, frequency and expiration date unspecified). After an unspecified duration, the cord of the tampon broke and as a result the tampon was stuck in vagina. The consumer consulted a doctor who removed the tampon. The action taken with the device was unknown. The report was assessed as serious (required intervention). The company causality was assessed as possible. This report was considered a reportable malfunction in the united states. Additional information received on (B)(4) 2012. Based on qa investigation, a complete review of the batch number b2351w41 was performed. Qa controls were correctly performed with no deviations. To reduce the potential risk and to minimize this defect, continuous improvement projects were being implemented on the tampon machines. The effectiveness of these activities was verified by a decreasing trend for this complaint. This report remains serious and reportable malfunction in the united states.

Manufacturer narrative:
This foreign report is being submitted (B)(4) 2012, for a device product that is considered same/similar to a us marketed device (ob procomfort superplus 18s). This closes out this report unless additional follow up information is received.

Manufacturer narrative:
This foreign report is being submitted (B)(4) 2012, for a device product that is considered same/similar to a us marketed device (ob procomfort superplus 18s). This closes out this report unless additional follow up information is received.